Event description:
The customer reported to olympus, the image on the hd autoclavable camera head was noisy. During the inspection of the returned device, a faulty cable and charged coupled device (ccd) were found, which had caused no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device did not display an image. The evaluation found that there was a faulty cable unit and charged coupled device (ccd). In addition, there were corroded contacts on the video connector and a rattling coupler. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause of the event could not be determined. According to the investigation, the event was likely caused by the ccd or cable failure. It is cause of the ccd and cable failure could not be determined. The instructions for use (IFU) instruct the users how to prevent this type of failure from occurring: ¿do not give a shock to the camera head. It may be damaged. Do not roll the camera cable smaller than 20 cm in diameter. It may be damaged. If the camera cable is curled, do not pull it forcibly, but gradually straighten it. The camera cable may be broken. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. The camera cable may be broken. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may be broken. While using, hold the camera head instead of the camera cable to operate the endoscope. The camera cable may be broken. Do not fix the camera cable with pean. The camera cable may be broken. Hold the camera cable and do not pull out the video connector. Unreasonable force may be applied to the camera cable and the wire may break.¿ a supplemental report will be submitted if any additional information becomes available. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer regarding this event. Although the exact date of occurrence is unknown, the event occurred around 9/20/2021. The failure occurred prior to a procedure, during operation check. There was no delay in the procedure. The procedure was completed with another device.

Manufacturer narrative:
Updated field: b5 this report is being supplemented to provide additional information provided by the customer. A supplemental report will be submitted if additional information becomes available.